Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient was submitted to megasigmoid rectosigmoidectomy due to chagas disease. During surgery, a rectal closure with a contour stapler and a colorectal anastomosis with circular 33 were performed. He presented a colorectal anatomic dehiscence at the 6th postoperative day. The patient was reopened and the patient was colostomized and is with medical follow-up.